Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the handset battery level and general use of the handset and communicator were reviewed. The handset battery level was at 41%. The reason for the call was that the patient reported getting device not responding when trying to connect with the ins to check programs. They inquired if they had programs with this device, and inquired how to check programs, increase/decrease stimulation, and check battery level. They stated they had been unsuccessful in doing this. A general therapy and programs overview was reviewed. The patient reported getting device not responding when trying to connect with the ins during the call. They confirmed they were using the micro my therapy application, not the my therapy application. They continued getting device not responding despite repositioning the communicator on the ins. They stated they could feel their ins. They closed out of the application and opened the micro my therapy application again, but continued getting device not responding when trying to connect with the ins. They stated they last charged their ins about two weeks ago, and that they needed their spo use's assistance to connect with their ins. They stated they were only able to connect with the ins with their spouse's assistance. They were not with their spouse during the call to get assistance. They would call back with their spouse later that day for assistance connecting with the ins to check their battery status, review programs, and how to adjust stimulation. They provided the event date as "like over the weekend." They stated their managing healthcare provider was a nurse that worked for their doctor's office that helped them with this device. The consideration to charge the ins was reviewed. The patient stated they had an upcoming MRI scan. It was reviewed once they connected with their ins they could review how to activate MRI mode. MRI mode information was reviewed. The patient mentioned unrelated medical history which included their previous ins was replaced due to normal battery depletion and because they needed an MRI-compatible system to have MRI scans. There were no patient symptoms nor further complications reported at this time.